Event description:
The customer reported a low reading issue with the adc device. It was reported the customer obtained unspecified lower sensor readings and experienced headache and self treated with humalog and toujeo insulin (dose unknown), which should be noted is not consistent treatment with low glucose readings. The customer reported losing consciousness and paramedics were called. The customer reported they were provided unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 3 (indicating active/paired state). No failure modes were observed on the sensor plug assembly upon visual inspection. Accuracy test was performed, and results were within specification. Additional testing has been performed for this issue and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Additional visual inspection was done and no issues were observed. No malfunction or product deficiency was identified. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.